Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging ta "meter casing issue". The reporter alleged that the subject meter was unable to recognise blood. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This supplemental is being sent to correct information submitted within the initial 3500a report. The manufacture awareness date should have stated (B)(6) 2016 and not (B)(6) 2017. This has been updated to reflect the correct date. If lifescan obtains additional information regarding this complaint, an additional supplemental report will be submitted. At this time, lifescan considers this matter closed.